Event description:
The radiologist pulled the ceiling monitor to foot end of table to do a procedure when the monitor carriage fell halfway off the ceiling rails and hit the radiologist in the shoulder and the radiation technician who was helping in the arm. Neither person complained of injury.